Event description:
It was reported that the unit did not alarm when it disconnected from the patient. The unit was in patient use at the time of the event, no patient or user harm reported. It was reported that the respiratory department claimed that the unit did not alarm when it was disconnected from the patient. The biomed was not trained but did verify the unit alarmed when they disconnected the test lung; it alarmed patient disconnect. The biomed plans to run the unit for a few hours and periodically create alarm conditions to verify the unit does alarm properly. The biomed will check with management to see what direction to service the unit (either philips or a trained tech in biomed). The remote support engineer (rse) recommended doing the performance verification test (pvt). Further information is pending.

Manufacturer narrative:
During follow up with the biomed, it was reported that the device was tested, and was run for 24 hours with no alarms, everything passed. The biomed reported that the patient disconnect alarm occurred over 25 times. The biomed also reported that testing was verified that the patient disconnect worked and that the alarms were working as intended. It was determined that the event was caused by operator error.